Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for lot 112279. Five (5) complaints were reviewed for similarity. There was one similar complaint identified, which was one of the four (4) other events that were reported in conjunction with this event by the same surgeon. No other similar events were identified. A review of the device labeling was completed. Iritis and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that could contribute to the reported event including but not limited to; patient history, medication use, user issues, and operational context. A causal link between the reported event and device could not be identified at this time. MFR reference # 18562- patient three (3) of five (5). Please reference: 2032546-2018-00064 for patient one (1) of five (5), 2032546-2018-00079 for patient two (2) of five (5), 2032546-2018-00081 for patient four (4) of five (5),, 2032546-2018-00082 for patient five (5) of five (5)- right eye, 2032546-2018-00083 for patient five (5) of five (5)- left eye .

Event description:
As reported initially, the surgeon believes that implanted istents have caused chronic iritis within his predominantly (B)(6) patient population. The surgeon reported that an inordinate amount of his patients (unspecified number) seemingly have prolonged iritis postoperatively, otherwise unremarkable cataract extraction. The surgeon also indicated that nothing out of the ordinary has been noticed in any of his other patients. Through follow-up, the surgeon provided the following additional information. After undergoing cataract plus trabecular micro bypass stent procedure, the patient presented with secondary non-infectious iridocyclitis in the operative eye (od), approximately six (6) months postoperatively. The patient was treated with steroid (prednisolone). The patient¿s most recent status was reported as recurrent iridocyclitis with increased iop under active treatment. The surgeon has no further information to provide. This report references patient three (3) of five (5).